Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not recognize patient rhythm through the pads. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer's device was not returned to stryker for investigation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not recognize patient rhythm through the pads. In this state, the need for therapy could not be determined, if it were needed. There was no report of patient harm associated with the reported event.